Event description:
It was reported that there was a citation revision for altr.

Manufacturer narrative:
Catalog number is unknown at this time. The device was reported as an unknown 40mm l-fit standard head. It was noted that the device is not available for evaluation due to hospital policy. Additional information has been requested and if received, will be provided in the supplemental report. Device not returned.